Manufacturer narrative:
A ge service rep performed an onsite investigation. The intelligent orbital servo driver was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported a loss of motorized movement functionality. No pt or user injury was reported related to this event.